Event description:
After the recall I bought a phillips dream station 2 on (B)(6) 2023 from (B)(6) in (B)(6) to use as a travel machine. On (B)(6) 2025, when I opened the back to clean my filters/machine, I saw that both filters had heavy deposits of a black substance that had never been seen before. I clean my machine about twice a month and sometimes replace filters more often depending on use. I reported this to the dme (B)(6) but since they no longer sell phillips continuous positive airway pressure (CPAP) they said they cannot do anything about my problem even though there is a 2 year warranty on the product and phillips can't do anything unless notified by the dme.